Event description:
It was reported that the day after the right ventricular (rv) lead was implanted, there was an alert for high out of range pacing impedances. Noise oversensing was reportedly stored in the logbook, due to myopotential noise. Additionally, capture thresholds were double what they were at implant. During the appointment, the thresholds were programmed at the highest increment and intermittent capture was still observed. The lead was subsequently repositioned with no issue. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.